Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine and baclofen, both of an unknown concentration and at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the patient's first pump stopped working and caused him to have 2 heart attacks and then the pump was replaced in (B)(6) 2016. The patient was an incomplete quad for the last 10 years. No further complications were expected or anticipated.